Manufacturer narrative:
Correction: the atp console was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be confirmed. The atp console was installed on a different imaging device. Motion and generator readied, charging and communication succeeded, 2d and 3d images were acquired successfully. There was no fault found with the atp console. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the atp board was replaced and the system functioned within specification. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the site had issues with the system during a case. Despite pressing the 2d button, no images came across. At first, the manufacturer representative (mr) saw a "grey" image, but any subsequent shot did not yield anything. The mr was unable to perform a calibration on the system either. Imaging was aborted and not used for the post operative spin. The mr was able to correct the issue by restarting the system an additional 3 times. The system was also calibrated successfully afterwards. The surgery was completed and there was no reported impact on patient outcome. It was later reported that the system showed snowy images again outside a case.